Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 533 mg/dl; cause was not known. Infusion set was changed and manual injections were administered by a caretaker to address bg. As the customer was not experiencing a current elevated bg, recommendation was made for the customer to discuss the event with a healthcare provider.